Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 4029142, 164-03-12 - element-stem, collared w/ha, std offset, sz 12, 3979045, 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, 3840745, 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, 4043156, 186-01-54 - integrip cc, cluster 54mm, g2, based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via a legal notification that a male patient, initial left hip implanted on (B)(6) 2015, with a connexion gxl® liner, underwent a revision procedure on (B)(6) 2022, approximately 6 years 6 months post the initial procedure to remove the defective gxl liner for unknown reasons. No additional information provided.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, b5, g3, and h6. Further information and/or re-opened investigation findings will be provided within 30 days of their receipt.

Event description:
As reported via legal documentation, a patient had primary left hip replacement surgery on (B)(6) 2015. They underwent left hip revision surgery on (B)(6) 2022, approximately 6 years 6 months after their initial procedure. (B)(6) 2022 op report postoperative diagnosis: left hip osteolysis. Upon inspection of the cuff, it was noted not to move with mechanical testing, and the femoral stem was noted to be stable as well. The patient was then transferred to the hospital bed and brought to the pacu in stable condition, where he was found to have tolerated the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation result: the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.